Event description:
Information was received indicating that a smiths medical medfusion pump exhibited clutch issue. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the right plunger case was cracked. A review of the event history log (ehl) identified check clutch error. During the functional testing the occlusion test was performed multiple times and was unable to duplicate the check clutch error. The customer manipulated the plunger assembly during infusion of the syringe. The root cause of the issue was caused the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. Repair was not needed due to no problem was found on device. Performed preventative maintenance and all functional testing.